Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported there were low impedance values less than 200 ohms and pocket stimulation present with atrial pacing. The lead was capped because the physician could not insert stylets into the lumen. Insulation damage was noted during the revision. Should additional information become available this file will be updated.